Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that patient presented clinical status of 8 hours of surgical wound dehiscence in the left hip with bone exposure. Additional information: patient: female; (B)(6). Initial diagnosis: 5a11 type 2 diabetes mellitus. Current state of patient: deceased on (B)(6) 2025. Additional information has been requested.

Manufacturer narrative:
Corrected data: b1 is also added adverse event and b2 is filled in. H1 is serious injury instead of malfunction. Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received 2 cases of the same code-batch, regarding a similar issue (dehiscence), from the same customer, at the same time. We have not received any sample for analysis. Without any closed sample, we cannot carry out an analysis in order to take a decision. As stated in the instructions for use of the product, the following side effects may be associated with the use of this product: transitory local irritation, transient inflammatory foreign body reaction, enhanced bacterial infectivity, wound dehiscence, granulation, stitch sinus, pain, palpable and/or irritating knot, haemorrhage, impaired cosmetic result, burst abdomen, incisional hernia. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.